Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6) batch/lot number: 7089409 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6) batch/lot number: 7091006 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced significant issues that began after the spinal cord stimulator (scs) implant. It was suspected that this was an allergic response to a component of the scs hardware. There was no evidence of infection in the physician examination nor in the laboratory work, but swelling was noted. The patient will undergo an explant procedure.